Manufacturer narrative:
(B)(4). See MDR #3010532612-2020-00105 and tc # (B)(4) for complaint that involved the same patient.

Event description:
It was reported that when the 2nd intra-aortic balloon (iab) was inserted it was also noted that the balloon would not spread. Therefore, the medical doctor (md) judge that the procedure failed. Additional information received, issue was resolved by opening a third kit, the balloon opened appropriately. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "balloon would not spread" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR #3010532612-2020-00105 and tc #(B)(4) for complaint that involved the same patient.

Event description:
It was reported that when the 2nd intra-aortic balloon (iab) was inserted it was also noted that the balloon would not spread. Therefore, the medical doctor (md) judge that the procedure failed. Additional information received, issue was resolved by opening a third kit, the balloon opened appropriately. There was no report of patient complications, serious injury or death.